Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported migration (partial clip movement) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Cine review: "one (1) video of echocardiography monitors taken on a personal device (e.g. Smart phone, tablet) was provided. The video shows an intercommissural view (left) and a lvot view (right) in which the reported device can be seen. It is evident that there is significant movement of the clip throughout the cardiac cycle such that the clip breaches the plane of the mitral valve during systole; however, the clip remains attached to the leaflets, to some degree, as there is no migration of the clip. An lvot view captures the anterior - posterior cross section of the valve and will bisect the clip, anterior leaflet, and posterior leaflet, presenting a front facing view of the clip arms; typically, the clip arm angle can be visualized to some degree in this view. In the lvot view (right) there is no apparent clip arm opening; the clip arms appear to be sufficiently closed. In addition, the posterior leaflet looks floppy/redundant which aligns with the reported incident details that the patient presented with a posterior prolapse."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation (mr) grade 4 with prolapse posterior leaflet. One clip was implanted with no reported issue, reducing the mr to grade 1-2. On (B)(6) 2022, partial clip movement was noted. Clip is stable on both leaflets. No additional treatment was provided. No additional information was provided.